Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and cholecystectomy ('surgery to remove her gallbladder') in an adult female patient who had essure (batch no. 880424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, dysmenorrhea and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain,"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain,"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, abnormal weight gain, fatigue and dyspareunia had not resolved and the cholecystectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, cholecystectomy, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Lot number: 880424, manufacturing date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and cholecystectomy ('surgery to remove her gallbladder') in an adult female patient who had essure (batch no. 880424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, dysmenorrhea and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain,"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain,"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, abnormal weight gain, fatigue and dyspareunia had not resolved and the cholecystectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, cholecystectomy, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical records received - lot number added. New reporter, medical history, removal procedure were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.